Manufacturer narrative:
(B)(4).

Event description:
Procedure type: cholecystectomy. According to the rptr: noticed before the case started that the top of the 5mm had come off in the package. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss. No pt injury was reported.